Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm and an isolated right common iliac aneurysm. Four aptus endoanchors were implanted during the procedure as a prophylactic for late failure. It was reported that, on the same day of the index procedure, the patient experienced post-operative hypertension with increased blood pressure levels. The patient also experienced post-operative pulmonary insufficiency. The physician elected to treat the patient's pulmonary insufficiency with oxygen via a nasal cannula, pulmonary hygiene, use of an incentive spirometer, and medication. The pulmonary insufficiency was resolved four days later. The physician elected to treat the patient with medication for the hypertension and the treatment is continuing. It was noted that the patient was on a regiment of medication for pre-existing hypertension prior to the surgery. Per the physician, the pulmonary insufficiency and the hypertension were unrelated to the device but were related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.